Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01516, 2938836-2020-01517. It was reported that atrial and right ventricular lead high, out of range, pacing impedance was observed. There was no intervention. The patient was stable.